Manufacturer narrative:
B5 - reportedly, problem is resolved. "Currently the patient is presenting a light corneal edema. A specular microscopy is scheduled in 30-45 days. Then if the number and shape of endothelial cells is ok a second implantation of an icl of 12.1mm wide will be planned." Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -10.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was explanted due to excessive vault, pupil block with elevated intraocular pressure and unreactive (fixed) pupil. Cause of event was reported as "device". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- health effect- clinical code 4581: unreactive/fixed pupil. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).